Event description:
It was reported that the device infused at a rate and volume other than what was programmed into the pump's intermittent infusion mode.

Manufacturer narrative:
The user reported issue could not be duplicated.